Event description:
The pfizer representative reported to baxter healthcare regarding the mini bag plus docking assist tool in use with their 20ml zosyn vial because, the vials are breaking. They appear to be off center and are curious if the vial has to have a specific outer diameter. There was no patient involvement, patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is 510(k) exempt; therefore, it does not contain a us 510k number.